Event description:
This email is being sent out of an abundance of caution. The patient called to report hearing a high/low alert tone every 4 hours; this is usually indicative of an rv integrity alert/rv lead integrity issue. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).